Event description:
A distributor in (B)(4) reported that two 900mr026 infant reusable circuit tubings were found cracked before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint 900mr026 infant reusable circuit tubing is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Device manufacture date: 101112 - 11/12/2010; 110112 - 01/12/2011. Method: the returned 900mr026 infant reusable circuit tubings were visually inspected for damage. Results: a visual inspection revealed that the tubings were torn. A lot check revealed no other complaints of this nature for lot numbers 101112 and 110112. Conclusion: we were unable to determine what caused the problem observed by the distributor. However, as the 900mr026 tubing is coiled when packed, it is likely that the affected tubings were damaged post production, possibly during transport or storage. This is the only complaint of this nature that we received for the 900mr026 infant reusable circuit tubings in the past 12 months to the (B)(4) 2011.

Event description:
A distributor in (B)(6) reported that a 900mr026 infant reusable circuit tubing was found cracked before patient use. No patient consequence was reported.